Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the customer had normal blood glucose levels of 90 mg/dl. The customer reported that the insulin pump had a crack on the screen. It was reported that there was a crack on the upper right corner of the screen that goes over the top of the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.